Event description:
It was reported that during a mapping procedure, the pt's blood pressure fell and the pt experienced a cardiac tamponade. After the physician performed a percutaneous drainage, the pt's blood pressure stabilized. Pt is reportedly in stable condition.

Manufacturer narrative:
The biosense webster navistar diagnostic/ablation catheter instructions for use (IFU)states the following regarding precautions during catheter use: "do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade."